Event description:
A malfunction alarm was reported, indicated by malfunction code malf 0, although no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, as the malfunction was resettable and had not been reset by the customer in the last 24 hours.